Event description:
The physician was attempting to patch a dissection of the superior femoral artery. He had advanced the stent and then decided to abort the deployment of the device. As he was attempting to withdraw the stent back into the sheath it migrated off the balloon.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.